Manufacturer narrative:
Results code = catheter.

Event description:
It was reported the patient's pump was explanted. Upon examination of the catheter, the hcp noted the fracture had fractured. The hcp was unable to find the portion of the catheter that was distal to the pocket site. No symptoms or outcome were reported.